Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had high impedances on the leads and the battery was not receiving stimulation. It was also reported that the patient's lead was out when they got into the surgery. The patient underwent an explant procedure because they were not able to regain access and get the new lead into the position and experienced lack of coverage. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-70 serial #: (B)(4) description: infinion cx 70 cm lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had high impedances on the leads and the battery was not receiving stimulation. It was also reported that the patient's lead was out when they got into the surgery. The patient underwent an explant procedure because they were not able to regain access and get the new lead into the position and experienced lack of coverage. No device malfunction was suspected.